Event description:
The operating room support specialist confirmed that the pre-operative diagnostics for the patient's vns device were within normal limits. No other relevant information has been received to date.

Event description:
The neurologist reported that the patient's seizure activity had increased, and he believed that the increased seizures were related to the vns being very close to or at an end of service condition. An implant card was received confirming that the patient's generator was explanted and replaced due to battery depletion. The explanted product has not been received to date. The explanting facility is historically known to not return explanted devices due to the hospital's policies. No other relevant information has been received to date.